Manufacturer narrative:
Date of event: unknown, information not provided. If explanted, give date: not applicable, lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a tecnis symfony toric intraocular lens (iol), model zxt150 16.5 diopter, was implanted into the patient's left eye (os) on (B)(6) 2016. The patient has not been satisfied with his visual outcome. The physician reports the patient told him that his vision, without glasses, is better than it was prior to his cataract surgery, however he has been unable to read without glasses since surgery. The physician prescribed bifocal glasses. Preoperatively, the patient¿s refraction was os: -3.00 +1.75 x 2, vision was 20/30 ou (both eyes), but his glare vision was os 20/70. The patient was examined by a secondary physician who recommended more aggressive treatment of his ocular surface issues, but, despite intervention, the patient did not experience any improvement in his vision. The patient's recent examination on (B)(6) 2017 revealed his uncorrected visual acuity was 20/40 at distance and 20/100 at near, with a refraction of +0.25 +0.75 x 150 +1.75 add, his vision was 20/25 at distance and 20/20 at near. Further information was provided by the physician. He stated that to him the patient has acceptable distance vision and the complaint is with inferior near/intermediate vision. He also noted the patient does not want to have additional surgery. This report captures the event for the left eye. A separate report will be submitted for the event for the right eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.